Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl at the time of incident. The customer treated low blood glucose value with food. The customer did not trust insulin pump anymore. The customer declined troubleshooting for low blood glucose value. The insulin pump will be returned for analysis..

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0869 inches. No low blood glucose or over delivery noted during testing. (B)(4).